Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the healthcare provider saw that the green running pump symbol led of the patient's system controller was no longer working. A self-check was performed. All other leds and alarms worked as intended. Running pump symbol remained off. The controller was exchanged.